Manufacturer narrative:
Lead: 3889-28, lot # v741607. Programmer: 3037, serial # (B)(4).

Event description:
It was reported the patient experienced a loss of effect and pain when a chiropractor pushed on or near their device battery. It was initially reported the patient had a loss of effect on (B)(6) 2011. The patient was checked for urinary infection and results were negative. The patient changed programs. On (B)(6) 2011, it was reported the patient had seen a chiropractor on (B)(6) 2011, and the chiropractor had "pressed on her incision causing her pain" and a loss of effectiveness. It was also stated the patient had fell on her back at some point. The details of the fall were not reported. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.